Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log confirmed the reported intermittent travel course error. Functional testing verified the clutch error. The device was repaired by replacing the left and right clutch, worm gear, worm coupling and motor. The main cause of customers¿ complaints was the broken interconnect board.

Event description:
It was reported that the pump intermittently alarmed check clutch plunger lever during set-up and was sometimes getting a constant occlusion but when checking the occlusion pressure, it was on the mark. Evaluation of the returned device confirmed the intermittent error and identified worn clutch parts.